Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ sp syringe leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a bhr for the reported batch was conducted confirming this was released according to defined specifications and requirements including sterilization and final lab testing: a) there were no qn's or issues associated with batch #8170894. There is no documentation for any issue related with leakage, as referred on the reported issue. B) all inspections performed from filling to case pack were acceptable. Thirty (30) retained samples from batch 8170894 have been inspected for leakage. No liquid, neither condensation, was found in the flow wrap package. Conclusion: after bhr and manufacturing records review, there were no issues documented related to the reported complaint. There were no qns issued during the production of batch #8170894 and all inspections were performed with correct results. Therefore, it has not been found any specific circumstances, from manufacturing process, that could explain the described complaint. The affected syringe is not available for our evaluation so it is not possible to do an accurate investigation of the reported issue.

Event description:
It was reported that bd posiflush¿ sp syringe leaked. No serious injury or medical intervention was reported.